Event description:
A laser technician reports during flap creation, the side cut was not deep enough to reach the bed cut. When the surgeon lifted the flap, a small tear was noted. The refractive procedure was completed as planned and the surgeon has no concerns for the pt's outcome. At one day post op, the pt is 20/20 and the flap appears to be healing normally. No pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).